Manufacturer narrative:
Final analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference 2017865-2020-19259. It was reported that the patient presented at the medical center to have the pacemaker system extracted due to infection. The pacemaker and right ventricular (rv) lead were explanted and not replaced. The patient was stable throughout.